Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an low speaker sound during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H3, h6 and h10: the device was received for evaluation. During functional testing, a low speaker sound was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.